Manufacturer narrative:
(B)(4).

Event description:
It was reported that "catheter guide opening incorrectly". Additional information received clarified the issue involved the peel away sheath. The user changed to a new set to complete the procedure. There was a heamtoma at the puncture site. Otherwise, there was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided three images for analysis. The complaint of the sheath opening incorrectly was able to be confirmed by the images. Two photos show the dilator inserted through the peel-away sheath. Damage could be observed to the tip. One photo shows the lidstock of the finished good. The customer also returned two pieces of a peel-away sheath for analysis. The sheath was torn along its scorelines as intended. Signs of use were observed. Visual analysis revealed that the distal end of the peel-away sheath tip was damaged. The peel-away sheath length from the tabs to the distal tip measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per peel-away product drawing. The sheath outer diameter and inner diameter could not be accurately measured due to the nature of the damage. Functional testing could not be performed due to the nature of the damage. A device history record review was performed and one relevant finding was identified. A non-conformance was initiated for lot 14c24l1097 regarding "peel-away sheath body damaged in use". The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." The report of peel-away body damage was confirmed through investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged. It was noted that the sample was torn along its intended score lines prior to being returned. Despite the damage, the sheath and the dilator met all relevant dimensional requirements. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user; therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "catheter guide opening incorrectly". Additional information received clarified the issue involved the peel away sheath. The user changed to a new set to complete the procedure. There was a heamtoma at the puncture site. Otherwise, there was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".